Event description:
The customer reported, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced sram memory card and set system configuration. System boots without errors. System operates as intended.